Manufacturer narrative:
Per tandem's t:slim x2 g5 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer entered incorrect blood glucose (bg) values onto the bolus screen and requested assistance from tandem technical support from exiting the screen. Review of the bolus history verified that the customer did not deliver an unintended bolus based off of the inaccurate entry. The customer successfully backed out of the bolus screen. There was no reported impact to the customer's bg level.